Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-fc-10-11-6-b device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0062-5, which informs the user about the potential complications "that can occur in conjunction with biliary stent placement include, but are not limited to: stent migration, stent misplacement, recurrent obstructive jaundice." On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, (ifu0062-5), stent migration and recurrent obstructive jaundice are listed as a complication following the placement of this device. Customer complaint is confirmed based on customer testimony. The patient is hospitalised and obstructive jaundice is reported as an adverse effect.. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2019 (exact date unknown): the stent was placed in the distal side of the common bile duct. On (B)(6) 2019: it was confirmed that the stent was migrated toward the duodenum and made contact with the greater curvature wall of the descending part of the duodenum, which resulted in obstructive jaundice. Stent removal is planned. (The date of removal is unknown.)